Manufacturer narrative:
This incident was forwarded by southmedic's us distribution center with no contact information of the reporter provided; therefore, southmedic is unable to follow-up with the reporter for more information. Thus, no samples can be requested for investigation. The lot number provided in the medwatch report (mw5086084) does not match with the lot number format that southmedic uses on the device labeling. As a result, an investigation cannot be conducted with respect to the batch record of the device. See [medwatch mw5086084].

Event description:
Pediatric oxymask was noted to be very loud with oxygen administration and the patient required increased oxygen. Upon examination of the oxymask, a kink in the tubing was noted at the base of the mask that twisted and blocked the oxygen administration to the patient. A different mask was placed on the patient and the problem resolved.